Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation on lead was confirmed. The lead was return severed in two segments. The coils were stretched, and insulation torn was observed on the proximal segment. The complaint device was not returned by the customer; therefore, no product analysis could be performed. Therefore, no further actions are considered necessary and the complaint investigation conclusion code is unintended use error caused or contributed to event.

Event description:
Boston scientific received information that this right atrial (ra) lead was damaged during the revision of the left ventricular (lv) lead. The ra lead was then explanted and a new lead was placed. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) lead was damaged during the revision of the left ventricular (lv) lead. The ra lead was then explanted and a new lead was placed. No additional adverse patient effects were reported. This supplemental report is being filed as update from product investigation was received.

Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. Therefore, no further actions are considered necessary and the complaint investigation conclusion code is unintended use error caused or contributed to event.

Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right atrial (ra) lead was damaged during the revision of the left ventricular (lv) lead. The ra lead was then explanted and a new lead was placed. No additional adverse patient effects were reported.